Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication cannot be determined. A follow-up MDR will be submitted if additional information is received. Verification of the event details as well a system log review cannot be performed at this time because there is insufficient event date information.

Event description:
It was reported via a social media post that during a da vinci assisted-robotic sleeve gastrectomy procedure, there was a tissue push incident during the last staple fire with an unspecified reload color. The tissue was dragged cephalad and the stapler did not cut. The specific blog involved with this complaint does not have any contact information. Therefore, follow-up investigation was not possible.